Manufacturer narrative:
No additional procedural or device information has yet been forthcoming. This complaint is from literature. American heart journal 2010;160:775.e1-775.e9 "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation" the literature is from (B)(6). The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was rca but the details are not indicated. It was an isr lesion but not a cto lesion. The diameter of the vessel and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, three cypher bx (size and lot unknown) were implanted. The total stent length was 64mm and the stent diameter was 2.5mm. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. The date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed (B)(6) months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown. The % ds was 40% and popma et al classification was ii. After that, the patient's clinical outcome was event free. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. It is our intention to report conservatively when information is not available and therefore all stents will be reported as fractured and reoccluded. Stent damage/deformation and restenosis/reoclussion are known adverse events indicated in the IFU. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible disposing factors of stent fracture are overlapping stents, cardiac motion and vessel angulations/tortuosity for the native coronary artery. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding the reported events. However, vessel/lesion characteristics and procedural factors are likely contributing factors.

Manufacturer narrative:
October 16, 2010. Yasushi ino, md., et al. Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation. American heart journal 2010;160:775.e1-775.e9 please note that the actual event date for this event is unknown. Additional information will be submitted within 30 days of receipt. Japanese cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of three reports submitted for the same event. Please reference MFR report #s: 9616099-2010-00983, 9616099-2010-00984, and 9616099-2010-00985.

Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9 "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This case is 25th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was rca but the details are not indicated. It was an isr lesion but not a cto lesion. The diameter of the vessel and the lesion length were unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, three cypher bx (size and lot unknown) were implanted. The total stent length was 64mm and the stent diameter was 2.5mm. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6-9 months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown. The %ds was 40% and popma et al classification was ii.